Event description:
It was reported the pt's intrathecal drug delivery pump had flipped in the pocket. The catheter was dislodged from the pump and kinked in two places. No information was provided on how the events were confirmed. It was also reported the pt had bowel surgery and had drainage tubes on both sides of her abdomen. It was unknown if/ when the tubes were pulled out; it might have pulled on the catheter. The pump had been stopped. A revision was planned for 2008. No pt symptoms were reported. The drug used in the pump was unknown. Additional info has been requested, but was not available on the date of this report.